Event description:
Spontaneous call, client states that the nurse was having issues with the pump (specific issues not reported) and is requesting a new one. Patient reports no missed dose, side effects or administration issues. No lot number or expiration date was provided. Unknown if pump is available for investigation. No further information was reported. Reported to (B)(6) by pt/caregiver.